Event description:
Caller states that patient reportedly received the following results on the inform system with comfort curve strips, compared to a lab draw, within 10 minutes: 102 mg/dl (inform) and 46 mg/dl (lab) caller stated that there was some concern that the lab sample was diluted, as it was drawn from an IV. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states customer took apidra insulin based on result of 350 mg/dl obtained on the mobile system. 2 hours later customer was in a hypoglycemic "coma;" she was taken to the hospital where lab value returned as 0 mg/dl. Customer was treated with oxygen and left the hospital 4 hours later. Caller did not provide the type of treatment customer received for hypoglycemia. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.